Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the primary nurse was called by patient's mother at 0100 saying said that the lipid infusion was finished. The infusion was supposed to run over 12 hours and the nurse set the smart pump at a rate of 4.5ml/hr with volume to be infused of 54ml at 2100. However, the infusion ran over 4 hours instead for unknown reasons. The patient assessed and was found stable. Frequent patient monitoring was provided. There was no patient harm. Tpn and lipids started together at 2100, tpn is not the issue, the incident happened in the lipid infusion which was completed before the expected time.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the primary nurse was called by patient's mother at 0100 saying said that the lipid infusion was finished. The infusion was supposed to run over 12 hours and the nurse set the smart pump at a rate of 4.5ml/hr with volume to be infused of 54ml at 2100. However, the infusion ran over 4 hours instead for unknown reasons. The patient assessed and was found stable. Frequent patient monitoring was provided. There was no patient harm. Tpn and lipids started together at 2100, tpn is not the issue, the incident happened in the lipid infusion which was completed before the expected time.